Event description:
The recipient reportedly experienced poor performance due to partial electrode insertion. The surgeon experienced difficulties repositioning the electrode and explanted the device. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's activation reportedly went well.

Event description:
The recipient reportedly experienced poor performance due to electrode migration. The surgeon experienced difficulties repositioning the electrode and explanted the device. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the device will not return for analysis. A review of the device history record was completed and rework noted to remove excess silicone over a contact pad.  This is the final report.